Manufacturer narrative:
Device was partially returned and evaluated. A broken haptic which appears to have ripped from the iol was returned in a cartridge tip. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) may have caused or contributed to the event.

Event description:
It was reported that during insertion of an intraocular lens (iol), the haptic became stuck in the injector and was amputated. The lens was removed and the incision was enlarged. A replacement iol of the same model and power was placed, and a suture was required. The patient is expected to experience a prolonged recovery period; however, the overall prognosis is excellent.